Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus misalignment. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. Analysis also noted that the rear display cover was damaged. The rear display cover was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen alignment was off. The pen was replaced, and realignment with software was attempted, but it was unsuccessful. The programmer was returned for service. There was no patient involvement.